Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the forceps and the iodine swabsticks were missing from the tray. Remaining products were used with no impact.

Event description:
It was reported that the forceps and the iodine swabsticks were missing from the tray. Remaining products were used with no impact.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: contents: bardex® lubricath® 400-series temperature-sensing foley catheter urine meter (350ml capacity) attached to drainage bag (2500ml approx. Vol.), bard® ez-lok® sampling port, attached sheeting clips (2). Control-fittm outlet device. Tamper-evident seal. Uro-preptm tray with: catheter lubricating jelly syringe (10cc), latex-free, powder-free gloves (2), underpad (waterproof), forceps/drape/prep balls, povidone-iodine solution, specimen container, cap and label, 10cc syringe (prefilled with sterile water), to inflate catheter only.

Event description:
It was reported that the forceps and the iodine swabsticks were missing from the tray. Remaining products were used with no impact.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: ** bardex® lubricath® 400-series temperature-sensing foley catheter ** urine meter (350ml capacity) attached to drainage bag (2500ml approx. Vol.) Bard® ez-lok® sampling port attached sheeting clips (2) control-fittm outlet device ¿ tamper-evident seal ¿ uro-preptm tray with: catheter lubricating jelly syringe (10cc) latex-free, powder-free gloves (2) underpad (waterproof) forceps/drape/prep balls povidone-iodine solution specimen container, cap and label 10cc syringe (prefilled with sterile water) to inflate catheter only sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Bardex® lubricath® temperature-sensing foley catheter - 5cc balloon 16 fr. Single use only. Do not resterilize. For urological use only."